Event description:
It was reported that the pt died. The cause of death was unk. It was unk if the death was device related. The pt was septic when he arrived at the hosp. The pt had meningitis. The health care profession (hcp) reported that the pt was seen twice following pump implant and the incision "looked great". The pt was seen by the surgeon sometime in 2008, and it was noted that there was some drainage coming from the incision site. The hcp did not feel this was anything to worry about. A few days later, the pt went to his mother's home and she reported that he was incoherent and called 911. The pt was taken to the ER where his temp was 107 degrees. The hcp was concerned that with the pt's history of drug problems that he may have accessed his pump. The hcp wanted the pump explanted and analyzed but according to the hcp, the pt's mother and lawyer had the pump. It was unk if an autopsy had been performed. The type of medication, concentration, and daily dose being administered via the pump were not reported.